Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a direction hi flo microcatheter. There was contrast in the device. Analysis of the tip, inner/outer shaft and strain relief/hub included microscopic and visual inspection. Inspection revealed shaft damage (inner stretched/outer shaft fractured) located 24.2cm from the strain relief. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 07jan2020. It was reported that catheter was bent. The target lesion area was located in the pelvic area. A direxion hi-flo was selected for use. During the procedure, it was noted that the catheter got bent. The device was pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient's condition was fine post procedure. However, device analysis revealed the shaft was fractured.